Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with blank display. Unable to download using thus software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Pump was cut open to perform visual inspection of connectors and electronic assemblies. No physical evidence or moisture damage¿on the electronic assembly, motor, or force sensor was found. Swapping out test boards to pinpoint the faulty board. Swapping out test boards confirms blank display. Isolated to pcba 1. P-cap locks properly into the reservoir compartment. Physical damage noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked case, broken battery tube threads, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for cosmetic damage location was not specified, however, other cosmetic damage confirmed where broken battery tube threads, cracked case corner of belt clip rails and cracked battery tube case were noted. Blank display was confirmed due to pcba1. Isolate to pcba1. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device was returned for analysis.